Manufacturer narrative:
The device was received with the catheter cut near the distal end of the shuttle cartridge which indicated that the device may have been manipulated post procedure. The sealant and advancer tube were found inside the shuttle cartridge. Visual inspection of the catheter shaft revealed that the proximal tamp lock was dislodged and sliding on the polyimide shaft. The proximal tamp lock of the returned device was dislodged prohibiting the advancer tube from properly engage to the tamp locks, resulting in failure to deploy. Based on the provided information and the investigation performed, the cause of the tamp lock detachment is bond failure at the polyimide shaft. The review of the lhr (f1525901) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: when the deployer shuttled down and withdrew the sheath from the patient's body there was no white tube. The deployer deflated the balloon, pulled everything out from the patient and held manual pressure for approximately 5 minutes. The patient was discharged as originally planned with no further complications noted. Procedure type: diagnostic lower extremity runoff.